Manufacturer narrative:
Correction: h10 (plant investigation) plant investigation: no samples nor photographs were provided to the manufacturer for physical evaluation. The machine files were not available to be reviewed. The complaint investigation reveals that the described failure most likely occurred due to an unstable local power supply. Based on the provided information and a review of previous investigations the issue is well known. In this case a temporary missing mains phase and/or line fluctuation/s causes an asymmetrical power distribution. This causes thermal stress, the motor protection switch may overheat internally and the internal contacts may be damaged. The motor protection switch could also be pre-damaged from thermal stress due do frequent start-stop operations (run dry protection alarm) but without machine files this scenario can not be determined. This would occur after several cycles of pump starts with only 2 line conductors and without a cool down time of 2 minutes, resulting in thermal load that could damage the motor protection switch. Reproducing the reported failure isn´t required due to the issue is known by previous investigations. The device history record has been reviewed in related to the reported failure mode. The device was found to be conforming to the specifications and released without any discrepancies

Event description:
A user facility biomedical technician (biomed) reported to fresenius that prong connections on the power switch of the aquabplus 2500 reverse osmosis (ro) system were charred. The biomed specified that of the six prong connections on the power switch, the four that are located closest together sustained the burn damage. No damage was noted to the wire connections. The reported issue was discovered during troubleshooting after aqua b2 repeatedly turned off. The biomed initially contacted fresenius technical support after the system displayed the error message ¿w-02-51-03: concentrate pressure too low.¿ stage 2 is 4.1 bar. Second stage pump is not 5.5 bar. It was noted during the call that aqua b2 was turned off. The biomed turned aqua b2 back on. The following day the biomed was notified that stage 2 was shut off again. The biomed reset the red button on stage 2 which resolved the issue until the following day. When attempting to reset the switch stage 2 tripped almost immediately. The biomed contacted technical services for troubleshooting assistance and during testing of the power switch the burnt prong connections were discovered. The power switch was replaced to resolve the reported issue. The ro has not had a reoccurrence of the reported issue since replacement of the power switch. The power switch was discarded and is not available to be returned to the manufacturer for a physical evaluation. There was no harm to any patients or individuals as a result of this malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that prong connections on the power switch of the aquabplus 2500 reverse osmosis (ro) system were charred. The biomed specified that of the six prong connections on the power switch, the four that are located closest together sustained the burn damage. No damage was noted to the wire connections. The reported issue was discovered during troubleshooting after aqua b2 repeatedly turned off. The biomed initially contacted fresenius technical support after the system displayed the error message ¿w-02-51-03: concentrate pressure too low¿. Stage 2 is 4.1 bar. Second stage pump is not 5.5 bar. It was noted during the call that aqua b2 was turned off. The biomed turned aqua b2 back on. The following day the biomed was notified that stage 2 was shut off again. The biomed reset the red button on stage 2 which resolved the issue until the following day. When attempting to reset the switch stage 2 tripped almost immediately. The biomed contacted technical services for troubleshooting assistance and during testing of the power switch the burnt prong connections were discovered. The power switch was replaced to resolve the reported issue. The ro has not had a reoccurrence of the reported issue since replacement of the power switch. The power switch was discarded and is not available to be returned to the manufacturer for a physical evaluation. There was no harm to any patients or individuals as a result of this malfunction.